Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not place the clips in the right place. Sometimes a clip would spit out into the patient, other times it would not deploy the clip when fired. The clips that fell into the patient were retrieved with a forceps. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was the pumphead module. The pumphead module has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague pump that reads down stream occlusion. It was not specified when reported condition occurred. The quality engineer specified that this reported condition happened during delivery. There was no documented patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that the reported condition had interrupted delivery. No additional information is available. The user interface module master software version for this device (B)(4) categorized as unremediated.